Event description:
Procedure type: unknown. According to the reporter: after the transections of the tissue, the staple line split. Surgeon used different dlu to recover the malformed staple line by stapling onto the extra margin.

Manufacturer narrative:
(B)(4).